Event description:
Health professional reported 4 comparable cases since beginning of the year with similar symptoms (pain and redness at pocket). See manufacturer reports #s: 2182207-2008-06832, 3004209178-2008-06674 and 3004209178-2008-05726. In all cases the device had to be explanted without replacing it. No additional information or specific detail about this case could be obtained.